Event description:
It was reported that the atrial lead exhibited noise, which led to auto mode switch episodes. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
(B)(6).